Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 384 (mg/dl) on (B)(6) 2016. Customer attempted to deliver a correction bolus that day; however, customer's bg levels remained elevated. Customer was admitted to the hospital on (B)(6) 2016 with a bg level of 900 (mg/dl) and diabetic ketoacidosis. Customer was removed from the pump and treated with intravenous insulin until they were released on (B)(6) 2016. During system check with tandem technical support on (B)(6) 2016, it was discovered that prior to hospitalization, customer had attempted to temporarily raise basal rate for one hour to treat high bgs; however, they unintentionally decreased the basal rate for the one hour period instead. Otherwise, the pump was determined to be functioning as intended. Customer indicated that bgs were under control after reinstating use of the pump.